Event description:
Phaco handpiece malfunctioned. Tip became hot and pt rec'd cornea burn. Pt had to have stitches in the eye which is normally not used. Pt. Has followed up with the doctor-pt. Is seeing 20/25 and doing alright. Phaco unit was used 8 times that day with no problems. Phaco unit was taken out of service and replacement ordered.